Manufacturer narrative:
Updated fields: updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer fse was dispatched to evaluate the unit the fse reported that there seemed to be an issue with the power management board when plugging the device into ac there was a wait until the batteries were recognized the power management board was replaced and it was verified that the batteries were charging with no delay device passed the performance and safety checks according to factory specifications the failure analysis and testing dept received part with a reported unit failure of the unit not charging batteries when plugged into ac power there would be a prolonged wait until the battery was acknowledged the fat performed a visual inspection and found the part to be in good condition the fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual revision r no failure confirmed retaining the part in the failure analysis and testing department per procedure

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check by the customer that the cardiosave intra-aortic balloon pump (iabp) unit required multiple attempts to power on. No patient involvement was reported.